Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. Analysis of pump revealed no anomaly. The pump passed all testing and logs had no indication of a stall occurring at any time. It has been decided that no further destructive testing needs to be performed. This choice preserves the pump for later re-analysis if needed. Analysis of the catheter (B)(4) revealed no significant anomaly. The catheter was incomplete/returned in segments. A splice/cut on the anchor was found that was determined to have likely happened during explant.

Event description:
It was reported that the patient developed a meningitis infection. The pump and catheter were explanted on (B)(6) 2012. Following the explant the patient outcome was reported as recovered without sequela. The medication used in the pump was lioresal 500mcg. A follow-up report will be submitted if additional information becomes available.